Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped working and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of ua07 was the failure of the single-point load cell module 2, likely due to a failed component. A review of the archive data showed a ua07 message around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell was replaced to remedy the complaint. Following the service, the autopulse platform underwent a run-in test using the 95% patient large resuscitation test fixture (lrtf) with a well-known test battery, without any faults or errors. The autopulse platform passed its final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used on a patient weighing approximately 320 lbs. The platform ceased functioning immediately after the patient was positioned on it, and the customer transitioned to manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced deceased; however, responders indicated that the outcome was unrelated to the autopulse platform failure, as the patient was already in critical condition upon their arrival. Upon returning to the station, the device was tested with a manikin and displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error.